Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced shocking sensations and poor retention. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.